Event description:
Clinical report states patient was revised to address lack of in-growth on the sleeve. Doi (B)(6) 2011 - dor (B)(6) 2012 (left hip). Update - (B)(4) 2013 - medical records were received. Records indicate subsidence of the femoral component was found upon revision. Stem was added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The newly added device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Medical records and x-rays were obtained and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.